Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal and mid-section of the stent were damaged with stent struts lifted and stretched over the distal markerband. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced through the guide catheter to the lesion when the physician noticed something "strange." The physician removed the stent, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced through the guide catheter to the lesion when the physician noticed something "strange." The physician removed the stent, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.